Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: en liten metallbit låg lös I den sterila förpackningen. "A small piece of metal was loose in the sterile packaging." The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be the was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that foreign material was found inside the sterile packaging.